Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation was cut at 63.5 cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath; it was also noted the patient stopped taking a diuretic. The left ventricular lead dislodged - as confirmed on x-ray, it had pulled back into the right atrium - and there was no capture. The lead was explanted and replaced. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.